Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed helix difficulty allegation as helix mechanism test failed after 11 turns due to the helix housing being clogged with dried blood/body fluid and tissue. Furthermore, it was concluded as known inherent risk based on the report of helix difficulty and a failing helix mechanism test due to dried blood/body fluid and tissue clogging the helix tip. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Event description:
It was reported that this tachy lead was not successfully implanted due to a helix issue in retraction and extension. Moreover, the lead would not stay in place long enough to test. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this tachy lead was not successfully implanted due to a helix issue in retraction and extension. Moreover, the lead would not stay in place long enough to test. A new lead was implanted. No adverse patient effects were reported.